Event description:
Clinician performing limelight test spot below left side burn. Area "scabbed in the shape of the treatment window". Pt developed scar. The device user is in (B)(6).

Manufacturer narrative:
(B)(4) was evaluated by cutera fse on site and found to be operating outside of cutera spec (B)(6) 2010. The device user agreed to send (B)(4) back to cutera for further testing in order to determined the root cause of (B)(4) energy measurement out of cutera spec. The customer did not send (B)(4) back to cutera. On (B)(6) 2010, this writer contacted device user to determine status of (B)(4), device user (B)(6) stated that (B)(4) is not being used for treatments. (B)(4) is being "preserved" pending any litigation by pt. (B)(6) stated that (B)(4) will not be returned back to cutera for further testing.